Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 3777-45 lot# serial# (B)(4) implanted: (B)(6) 2008 explanted: (B)(6) 2017 product type lead product ID 3777-45 lot# serial# (B)(4) implanted: (B)(6) 2011 explanted: (B)(6) 2017 product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient implanted with a neurostimulator (ins) used for non-malignant pain. Patient reported th eir ins was replaced due to normal battery depletion on (B)(6) 2017. It was reported that their leads had to be replaced as well because they weren¿t working. No symptoms were reported.